Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) were used. The physician successfully performed the transseptal puncture and then inserted the was. While positioning the was in the patient the physician noted a thrombus present in the laa. The physician removed the was and re-flushed it as a precaution. The thrombus was not attached to the was. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. No interventions or treatments were performed. The patient did not experience any consequences as a result of this event.